Manufacturer narrative:
The covidien customer service engineer (cse) evaluated the unit, and verified the malfunction. The cse replaced the graphical user interface (gui) printed circuit board (pcb), upgraded the software to the current revision, and preformed the extended self-test (est), short self-test (sst) and the performance verification test (pvt). The device passed all tests, and was operating within manufacturing specifications. (B)(4).

Event description:
It was reported by a customer in the USA tha an 840 ventilator experienced a loss of communication. There was no pt involvement.